Event description:
Customer reported a nurse set up a primary insulin infusion of 100 units/100ml of normal saline at 6 units/hr. One minute later, the pump alarmed and the bag was completely empty. Hourly accuchecks and add'l dextrose drip were required. There was no adverse pt sequelae. Although requested, no further event or pt info was available.

Manufacturer narrative:
Pt info requested and all available info is included. Data set, pc unit event log and pump event log were received for analysis. A f/u report will be submitted with any relevant info.